Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level reached a "high" reading. As a result, the customer went to an urgent care clinic for assistance with the bg level. The customer was treated with intravenous fluids, no injury occurred. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin therapy.